Event description:
The pt was being turned in the bed when the nurse heard snapping sound and looked down to see that the PICC line had snapped in two right below the rubber "heart" of the catheter. The rn immediately held pressure to the part of the catheter that was in the pt's arm and called for help. The line was then pulled and the catheter was measured to make sure all of the line was out of the pt. It was confirmed that all of the line was out and then a pressure dressing was applied. The previous night, there was an issue with the line kinking near the area where it snapped in two.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.